Event description:
Internal evaluation of an upgraded sw version for the beckman coulter gens system, identified an anomaly in the sw that can disable the gens system flags. The flags are normally generated by the system in response to operational or functional events outside of the normal operating parameters. Failure to properly identify these events may result in incorrect pt results and may present some safety risk to the user. This upgrade is currently under a limited distribution and only 8 customers (9 instruments) have received the upgraded sw. No customer complaints have been received.